Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the cause was not determined. The rep rechecked and reprogrammed. Issue has not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has >10k ohms on electrodes 0 and 1. It is unknown if there were any factors that may have led to this. The rep reprogrammed the patient, and it's unknown if the issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.